Event description:
New information received noted that lead had fractured. During procedure, patient experienced blood loss. Left subclavian vein stenosis and regurgitation was also noted. During difficult insertion process vein had perforated. Transesophageal echocardiogram examination showed densities around the lead consistent with scar tissue. While pulling on the lead it was noticed that the tip had detached from ventricle and dislodged. Pulling off the lead caused torn leaflet of tricuspid valve.

Manufacturer narrative:
The reported events of lead noise and r-wave amp variation were confirmed while the reported event of lead fracture was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the ring electrode, right ventricular, superior vena cava, inner coils lumens and insulation liner exposing the inner coil. One of the ring electrode cables and both ring ventricular cables were also found abraded. The cause of the reported events of lead noise and r-wave amp variation was isolated to external insulation abrasion consistent with friction to the device can.

Manufacturer narrative:
A4 patient weight should include 73 kilograms.

Event description:
It was noted that patient presented in remote follow-up. It was noted that right ventricular (rv) lead exhibited over sensed noise. No intervention was performed. Patient condition was unknown.

Event description:
New information received noted that noise was still noted on right ventricular (rv) lead. No intervention was reported. Patient condition was unknown.

Event description:
New information noted that right ventricular (rv) lead also exhibited r wave amplitude variation. The lead was explanted and replaced with new lead. Patient condition was stable pre, during and post procedure.